Event description:
On 4/30/02 a nurse in a diabetes clinic reported that they had replaced a one touch ultra meter for a patient. The nurse stated patient had several hypoglycemic events caused by alleged inaccurate results on the meter. The control solution results were out of the vailid range. On 5/14/02 patient provided the following information: in 2002 patient obtained a reading of 250 mg/dl on their one touch ultra meter. Patient felt hypoglycemic and didn't trust this result. Patient measured with another blood glucose meter (unknown) and the result was 70 mg/dl. Patient thought that this result was correct and ate some dextrose due to this result. Patient felt better after this. Patient took their insulin as usual this day. Family member ran a control solution test on the one touch ultra meter. The result was out of the valid range. The family member of patient provided the following information: family member stated that they had also noticed high differences (about 100 mg/dl) in precision while doing sequenced measurements about one month before the injury. Results not available at this time. No further information has been reported.